Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - april 2006 (exact date unknown). Manufacture date - unknown. This is 1 of 2 MDR reports submitted for the same event. See: 3002806535-2013-00272 / 273.

Event description:
It was reported by the hospital that the patient underwent left hip replacement in (B)(6) 2006. Subsequently, a revision procedure took place on (B)(6) 2013 due to pain and a pseudotumor. MRI confirmed the presence of a pseudotumor and x-ray review stated recap shell was in a vertical position. No further information has been received.